Manufacturer narrative:
Main investigation conclusion: the reported events of mobile power unit (mpu) alarming with only the green power light remaining on was unable to be confirmed. The heartmate mpu (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the log file showed events spanning approximately 3 days (B)(6) 2021 per timestamp. The log file showed that the controller was not connected to the mpu. Pump operation was not affected. The mpu was returned for analysis to the service depot and was evaluated and tested. The reported event was unable to be reproduced during testing. The mpu was run on a mock loop for several days and operated as intended. The mpu was functionally tested and passed all tests. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including mpu alarms. Heartmate iii instructions for use, rev. C, section 3 entitled ¿powering the system¿ and heartmate iii patient handbook, rev. C, section 3 entitled ¿powering the system¿ addresses how to properly power all systems including how to properly power the system while sleeping. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mobile power unit (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 18jun2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had continuous mobile power unit (mpu) alarms with only the green power light remaining on. A review of log files revealed a few clusters of pulsatility index (pi) events. These were considered routine. Additionally, the log also contained a brief low battery hazard event on (B)(6) 2021. This event appeared to be the result of normal battery depletion. The alarms appeared to resolve once the batteries were replaced. The event log did not appear to show any patient connection to the mpu. This may indicate the patient was sleeping on battery power which is not recommended. Additional information was received that the patient remained using batteries at night until the new mpu arrives.